Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s mother reported via phone call that the customer received a pump error alarm. Their blood glucose was 300 mg/dl. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.